Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the fall-off test. Upon evaluation, the pulse wires were exposed inside the distribution node (dn) and had shorted together. The cause of the constant gong alarms and test failure is the shorted wires inside the dn. The root cause of the shorted wires cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.